Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, the pacemaker was interrogated and shown to have a longevity of approximately six months. 10 days following, the device was at elective replacement indicator (eri) indicating the battery depleted faster than expected according to displayed longevity. The pacemaker was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of incorrect measurement and rapid drop in longevity estimate was not confirmed. Device was received in normal range of operation. Device image analysis indicated average monthly voltage and current trends were normal. There was evidence from the device image that autocapture feature was enabled which was the cause for eri flag. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis did not find any anomaly and battery voltage was above eri. Total projected longevity was 7.9 years based on field settings. The implant duration was 7.05 years, the device has not yet reached eri and has appropriate remaining longevity.